Event description:
The user reported decreasing hearing via the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported decreasing hearing via the implant. An insufficient coupling between the floating mass transducer and the round window membrane was suspected. Reportedly, the coupling got worse over time. During a revision surgery to correct this issue the device was inadvertently damaged. The user has been re-implanted.

Manufacturer narrative:
Conclusions: according to the information received from the field the recipient had not longer sufficient benefit with the device due to insufficient coupling of the floating mass transducer (fmt) to the round window membrane. A revision surgery was performed during which the device was accidentally damaged. Device investigation only found damage on the conductive link between fmt and implant demodulator, as it appears typical for having been caused during surgical intervention. This is a final report.